Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the patient observed ¿fibrin¿ in the cassette lines by the heater bag. This was noticed during priming, when the patient was not connected. The patient confirmed that the setup was not reused and consisted of all new supplies. It is unknown how the patient would complete therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.